Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom onboard battery was charging slower than normal. The customer also reported that the freedom onboard battery was still blinking despite being plugged in for a few hours. The customer also reported that the patient subsequently exchanged the freedom onboard battery. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because it did not prevent the freedom driver from performing its life-sustaining functions. In addition, patients are provided with several onboard batteries, and the freedom driver has a redundant power source of external wall power. The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
Freedom onboard battery s/n (B)(4) was returned to syncardia for evaluation. Visual inspection of the exterior of the onboard battery revealed no abnormalities. The onboard battery was connected to battery evaluation software, and review of the data revealed no permanent faults and no anomalous values. The displayed related state of charge values were consistent with the displayed fuel gauge leds. There was no indication of the onboard battery exhibiting low capacity. The onboard battery was tested and performed as intended, passing all sections of the testing procedure, including the discharge test and battery capacity test. The investigation concluded that onboard battery s/n (B)(4) performed as intended, and there was no evidence of a malfunction. The onboard battery was returned to clinical use. The reported issue posed a low risk to the patient because it did not prevent the patient's freedom driver from performing its life-sustaining functions. In addition, patients are provided with several onboard batteries, and the freedom driver has a redundant power source of external wall power. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The customer reported that the freedom onboard battery was charging slower than normal. The customer also reported that the freedom onboard battery was still blinking despite being plugged in for a few hours. The customer also reported that the patient subsequently exchanged the freedom onboard battery. There was no reported adverse patient impact.